Manufacturer narrative:
Service inspected the analyzer and performed several troubleshooting procedures. Silica water testing was performed and found to be above abbott specifications. No definitive part was determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) , as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated magnesium results were generated for patient samples tested on the architect c4000 analyzer. Two examples were provided: patient : (B)(6). Patient : (B)(6). The customer's normal range is 1.6 - 2.6 mg/dl. No adverse impact to patient management was reported.